Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Deep vein thrombosis (dvt) occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. The presence of these clots do not represent a device malfunction. There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Per the medical records, history includes shortness of breath, deep vein thrombosis, dyspneic with pulmonary embolism with hemodynamic instability, significant edema and leg pain. The filter was deployed via the right femoral vein. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, deep vein thrombosis (dvt). Per the patient profile form (ppf). The patient experienced blood clots, clotting and occlusion of the inferior vena cava, pain, stress and anxiety. Further information details dvt, prescribed eliquis, leg pain and prescribed tramadol. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Groin pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of shortness of breath, received treatment for deep vein thrombosis, dyspneic and pulmonary embolism with hemodynamic instability. The patient had a history of significant edema, leg pain and acute onset dyspnea. The filter was deployed via the right femoral vein. Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting and occlusion of the inferior vena cava. Additional information received per the patient profile form (ppf) states that the patient experienced pain, stress and anxiety. According to the discovery form, medical conditions outlined include deep vein thrombosis (dvt) and pulmonary embolism (pe). Medical conditions and treatments alleged to be attributable to the implanted ivc filter include dvt, prescribed eliquis, leg pain and prescribed tramadol. The patient further reports emotional distress, loss of enjoyment of life and other consequential damages as allowed by law.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, deep vein thrombosis (dvt), blood clots, clotting and/or occlusion of inferior vena cava, anxiety and groin pain. The indication for the filter implant was right sided pulmonary embolism. The patient had been on oral contraceptives and developed a deep vein thrombosis in the left leg and was treated with anticoagulants. Three days later the patient presented to the emergency department with acute dyspnea and a computed tomography scan revealed a right sided pulmonary embolism. The patient was also noted to have edema and pain of the left leg. The filter was placed via the right femoral vein and deployed with the tip below the level of the renal veins. At completion the of the procedure the patient was transferred to the holding room for sheath removal there were no reported complications. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Groin pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Corrected data section e3: occupation: other, paralegal. Additional information received per the medical records indicate that the patient has a history of shortness of breath, received treatment for deep vein thrombosis, dyspneic and pulmonary embolism with hemodynamic instability. The patient had a history of significant edema, leg pain and acute onset dyspnea. The filter was deployed via the right femoral vein.   Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting and occlusion of the inferior vena cava. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Section b5: additional information received per the patient profile form (ppf) states that the patient experienced pain, stress and anxiety. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Correction to product code.